Event description:
It was reported by a nurse that the intraocular lens was damaged during insertion due to a loading error. Incision was enlarged to remove the lens from the patient's eye. No patient issues reported.

Manufacturer narrative:
The intraocular lens was received for analysis. Inspection shows one broken haptic and dried material on the optic. The lens met all manufacturing specifications prior to release to market. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.